Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation of the device found that the surface of the returned catheter was normal in appearance with the presence of typical jagged tearing which results from breakage of the catheter. How and when event are occurred could not be determine. A potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]. Method for use: do not inflate the balloon in the urethra. [The urethra may be injured.]. Do not pull the catheter hard. [The bladder/urethra may be injured.]. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]. [Contraindications]. . Method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. Applicable patients. Do not use in patients who are or have been allergic to natural rubber latex.".

Event description:
It was reported that the catheter was found broken on the 4th day of use. Allegedly the patient was holding the distal end of the broken catheter, but it is unknown if the patient pulled and broke the catheter. Per additional information from the ibc via email 19nov2019, the catheter was removed by pulling the part visible outside the patient body. No patient injury and no further medical intervention were reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was found broken on the 4th day of use. Allegedly the patient was holding the distal end of the broken catheter, but it is unknown if the patient pulled and broke the catheter. Per additional information from the ibc via email 19nov2019, the catheter was removed by pulling the part visible outside the patient body. No patient injury and no further medical intervention were reported.